Event description:
The physician placed the 032 catheter in the transition zone from m1 to m2 without problems. He began usage of the 032 separator. The tip of the separator bent (kinked). The doctor continued to move the separator and then noticed the tip of it (distal to the polymer bulb) stayed in the vessel and detached into the hard clot. The physician attempted to recapture the tip with aspiration and another 032 separator without success. The pt was given rtpa without evidence of bleeding. The pt was sent for CT where a small ich without consequences for the pt was noted. The pt is reported as ¿clinically ok¿.

Manufacturer narrative:
During eval of the returned device the tip of the separator distal of the cone was found to be missing. The tip showed fractures and bends in both the core wire and the wrapping wire where the wire exits the cone. The cause of the breakage was the continued used of the unit after bending of the distal tip was observed. From ¿penumbra stroke system IFU¿ rev. I: ¿do not use kinked or damaged devices. Do not use open or damaged packages.¿ ¿do not advance or use any component of the penumbra system against resistance without careful assessment of the cause using fluoroscopy. If the case cannot be determined, withdraw the device. Moving or torquing the device against resistance may result in damage to the vessel or device¿ see device history record review (attached). A review of the device history record (DHR) was completed on part #1943. A (lot # l14829). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l14829) indicated that 100% inspection of the devices resulted in (B)(4) rejects. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.